Event description:
It was reported that during set up when the second battery is put into the device, all indicators starts to light up. It cannot be shut off. Back up was available, no patient harm reported.

Manufacturer narrative:
H3, h6: we have now concluded our investigation into the complaint reported. The device was used for treatment. The returned device underwent a product evaluation. A relationship between the event and the device was confirmed. An initial visual inspection did not identify any issues. When fresh batteries were inserted, all indicator lamps were solidly illuminated and the device did not function. Device performance data showed that the device entered a non-recoverable error state for safety reasons. The root cause was determined as a component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.